Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2010. On (B)(6) 2010 the device failed a self test due to a low battery. The recorded temperature at this time was below freezing. The device remained in fault mode until (B)(6) 2011 when it completed a successful manual self test. After this date the temperature dropped again to below freezing and the device failed a self test for a low battery on (B)(6) 2011. The device remained in fault mode again until (B)(6) 2011 when it failed another two self test. The temperature was again below freezing. No fault was found with the returned pad device or pad-pak. The depletion of the pad-pak was caused by the exposure of the device to extremely low temperatures. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.